Manufacturer narrative:
It was reported that the patient underwent removal of infected mesh and ventral hernia repair with implantation of alloderm mesh on (B)(6) 2011. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. In addition, a review of the batch manufacturing records was conducted and the batch met all (B)(4) release criteria.

Event description:
It was reported that the patient underwent a surgical procedure to treat an incisional hernia on (B)(6) 2009 and mesh was used. The patient experienced complications including disintegration and infection of the mesh and she has undergone additional surgeries and revisionary procedures, including surgeries in (B)(6) 2011. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Infection occured. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that post-operatively the patient developed infection and inflammation, developed a chronic draining sinus and fistula. The patient underwent "I&d" in office procedure on (B)(6) 2011. The patient also underwent fistula take down and removal of mesh on (B)(6) 2011 and on (B)(6) 2009 the patient underwent removal of more "infected mesh" and alloderm mesh was implanted. (B)(4).